Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08jan2013. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. The hmii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The reported separation of the distal end bend relief of the driveline was confirmed through an onsite evaluation by an abbott representative. The patient remains ongoing on heartmate ii left ventricular assist system (hmii lvas) and no additional complaints have been reported at this time. The hmii lvas instructions for use (IFU) and patient handbook address how to care for the driveline. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had separation of silastic at the metal connector of the driveline, which would require a clamshell repair. No alarms occurred, and on 14apr2021 a clamshell repair was performed.